Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that a patient suffered an esophageal fistula, diagnosed approximately 2 weeks post a-fib procedure. The customer did not report any malfunction of the system and no service was requested for this device. The device is working within manufacturer specification. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Bwi equipment in use: c3 system sn: (B)(4), coolflow pump (serial # unknown) the manufacturer ref# (B)(4) are related to the same event.

Manufacturer narrative:
In the initial report was mentioned, the event was death case, however, upon follow up, bwi received the information on april 09, 2014 that showed the event was serious injury. Manufacturer ref # (B)(4).

Event description:
It was reported that after an afib ¿ paroxysmal procedure a patient suffered an esophageal fistula, diagnosed approximately 2 weeks post procedure and passed away.